Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via social media and stated that the tampon string was already unraveling. No injury was reported.